Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was unable to hold a charge. The patient underwent a revision procedure wherein the ipg was replaced and a new pocket was created. The patient was doing well postoperatively. The explanted device will not be returned as it was disposed of by the medical facility.